Event description:
The patient reported that the keypad was intermittently unresponsive several times. The patient also stated that his boluses were being cancelled due to multiple button presses on the keypad and that there was a delayed response. The patient also indicated that he does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons did not spring back or click back as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen and a cracked battery compartment, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.